Event description:
It was reported that during a routine device replacement procedure, this right ventricular (rv) defibrillation lead was noted to have insulation damage in two locations upon opening the device pocket. The lead was successfully repaired. Defibrillation threshold (dft) testing was successful at 41 joules. The procedure was completed. No adverse patient effects were reported. This device remains in service.